Event description:
Boston scientific-target was notified that the gdc 10-standard synerg detection circuit detached inside the fast tracker-18 infusion catheter when it was slowly pushed to go up. Everything was retrieved; the fast tracker-18 infusion catheter and the gdc 10-standard synerg detection circuit, which is still inside the catheter. There were no complications in this procedure; the pt is in good condition.